Event description:
I would like to report freestyle plus defective. One week ago, I change 4 sensor. The error for the sensor says no signal and it will say 14 days 15 days nine days but it¿s not. Sometimes I tell my mother slapped the sensor and it starts working again. I remove the sensor on thursday. We replaced it saturday and sunday morning I had to run to my mom¿s house to remove the sensor and stop the alert on her cell phone. I told freestyle sensor customer service is something wrong with the lot and they will ship a new one and then the ones they shipped was also given an error saying no signal error then it was reading a high level of blood sugar and come to find out her sugar level was 100 something so something really defected she fell and ended up in the hospital and I told her to wait before I put another sensor so someone needs to get back to me and stop those. I have lot number if you need it, it's on my cell phone, but there is a problem with the sensor. Freestyle plus please call me at (B)(6). And my name is (B)(6) and my mom is the one that has a sensor and she¿s 83 years old. I¿m helping her out thank you. Ref reports: mw5170009, mw5170010, mw5170011.